Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 250-455 mg/dl). The pump supplies were changed and different infusion insertion sites were used. Bg did not lower. Ketones were present. Customer went to the emergency room (ER) and was treated with insulin. After 3 hours customer left the ER in good condition and bg was below 200 mg/dl. Contact alleged the pump was not delivering insulin properly and reverted to using manual injections for insulin therapy. As the customer was not using the pump, the contact declined tandem technical support's offer to perform a system check.